Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump suspended due to low sensor glucose. The sensor glucose value was 75 mg/dl while their blood glucose value was 303 mg/dl. Troubleshooting was performed. The customer will be sent a replacement sensor. The customer declined troubleshooting for the high blood glucose. The device will be returned for analysis.